Event description:
It was reported by service report that the footboard was broken into two pieces and there were sharp edges and areas where fluid could ingress. It is unknown if there was patient involvement; however, no adverse consequences were reported.